Event description:
There was a tear in the catheter connector. The catheter connector was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is rec'd.